Manufacturer narrative:
The insulin pump was received with all of the buttons responding properly. No damage or moisture damage on the keypad assembly. No sticky buttons or display ramping on its own anomaly noted. All operating currents within the specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratched display window. No belt clip assembly was returned with the insulin pump; unable to verify belt clip anomaly.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via telephone call that she had high and low blood glucose and keypad issues. The customer was also hospitalized due to high blood glucose, but did not recall the blood glucose reading. The customer was treated with intravenous fluids. She was wearing the insulin pump at the time of the event. She declined troubleshooting for blood glucose issues. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.